Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One bag was received for evaluation. Upon visual inspection, a brown particle was detected in the tubing of the filing port. The particle is embedded in the tubing wall without the possibility of moving, and is not in contact with the fluid path. The tubing is a component that is purchased from an approved supplier and goes through an incoming inspection before being used in production. The manufacturer has determined that this is an isolated incident, and no further action is being taken at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: brown specks on the bag, where the tubing is attached.